Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.07 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Event description:
It was reported that the patient had undergone two procedures to fuse l3-l5. L3 set screw was backed out again after it was re-implanted at the revision surgery. But no additional surgery is reported at this time.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.